Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during the implant, the patient had access site bleeding. The access site was from an intra-aortic balloon pump (iabp). A cut down was needed in order to replace the iabp with the impella. Blood products were given. It was further reported that the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details provided. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25061. E.1 revised facility name as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25061. G.1 revised reporting contact email as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25061 h.6 code 4641 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25061 and was added.